Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the tripwire returned attached to the handle and tangled with the suture. A few kinks were noted along the length of the tripwire. The suture was broken in two; one section was attached to the tripwire, and the other was attached to the ligator head. There are five blue bands and one white band attached to the ligator head. Several teeth of the ligator are damaged. Functionally, the handle clicks appropriately with every 180 degrees of rotation. The reported event of 'bands failed to deploy' was confirmed as the ligator head returned with damaged teeth. Based on the condition of the returned device, this failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and no anomaly was found.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-03448 and 3005099803-2011-03449. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used to treat an esophageal varix during a variceal ligation procedure on (B)(6), 2011. According to the complainant, during the procedure, the bands on the first speedband superview super 7 multiple band ligator device (manufacturer report # 3005099803-2011-03448) could not be released. Reportedly, the handle was able to be rotated and a clicking sound was heard with each 180 degree rotation. A second speedband superview super 7 multiple band ligator device (manufacturer report # 3005099803-2011-03449). Was used; however, the same issue occurred and the bands could not be released. At this time, the patient started to bleed and the physician had to use polidocanol medication to stop the bleed. The procedure was completed without any further complications to the patient. The patient's condition was reported to be stable post procedure.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-03448 and 3005099803-2011-03449. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used to treat an esophageal varix during a variceal ligation procedure on (B)(6), 2011. According to the complainant, during the procedure, the bands on the first speedband superview super 7 multiple band ligator device (manufacturer report # 3005099803-2011-03448) could not be released. Reportedly, the handle was able to be rotated and a clicking sound was heard with each 180 degree rotation. A second speedband superview super 7 multiple band ligator device (manufacturer report # 3005099803-2011-03449). Was used; however, the same issue occurred and the bands could not be released. At this time, the patient started to bleed and the physician had to use polidocanol medication to stop the bleed. The procedure was completed without any further complications to the patient. The patient's condition was reported to be stable post procedure.